Manufacturer narrative:
Age at time of event : 18 years or older. Device is a combination product. (B)(4).the stent delivery system was returned for analysis. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od(outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. A hypotube break 810 mm distal from the distal end of the strain relief was also noted during analysis. A review of the manufacturing process was performed and no anomalies were noted. The review verifies that the device conformed to preventive measures and controls prior to shipping. A visual and tactile examination of the outer and mid-shaft section found there were no issues with the shaft polymer extrusion. The bicomponent bond showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 27-jun-2017. It was reported that shaft kink occurred. A 3.50 x 28 synergy¿ drug eluting stent was attempted to be advanced to the lesion. However during the introduction of device in the y connection, it was noted that the shaft got kink near the hub. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.